Event description:
It is reported that the labels state "ensemble humeral" and "ensemble cubital" on the package.

Manufacturer narrative:
This report will be amended when our investigation is complete.